Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump housing was damaged. Reportedly, it was difficult for the customer to load a cartridge. There was no impact to the customer's blood glucose level. Troubleshooting revealed paint chipping from the pump housing. Reportedly, the customer would continue to use the pump for insulin therapy.